Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer reported the alarm was resolved. The customer was advised to call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.